Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that they need to be reprogrammed because they were having to charge their implant every day now. Patient stated that about 3 weeks ago they had their implant reset at dr. (B)(6) office and when they came home, they were having some sensations, the stimulation was set to 3.4. Patient noted that when they sat down their legs were buzzing and their back was buzzing and they couldn't lay down. Patient ended up turning the stimulation down to 2.3. Patient spoke to dr. (B)(6) today and they said that they shouldn't have to charge every day and that they probably need the implant reprogrammed. Patient was trying to get a hold of their reps to set up an appointment to meet with them at the office. Patient mentioned that it previously took one rep a week to get back to them so they would prefer to have the other rep assist them; patient added that they usually charge every fourth day and they would like to get back to that. Patient asked for a clinic closer to them because their doctor is in (B)(6); agent reviewed physician listing with patient and offered and sent one to patient. Patient asked about who to contact with programming help when they are in (B)(6) because that is where they spend their winters; patient added this past winter they had no issues though. Agent reviewed role of rep with patient and that they can always call patient services for guidance. Patient mentioned that their back is killing them but once in awhile their knee hurts them and that is in relationship to an implant that they are trying to get for their back and knee that insurance won't cover. When asked for an event date; patient mentioned that they didn't ask for the initial reprogramming and it was at their doctors office when they were there for a different reason and the rep was there for a different patient. Patient followed up saying that rep came in and turned down their settings from groups a, b, and c to only 1 group; patient added the highest they used to be set was 2.8 but now its 3.4 and in the office it was fine but when they got home and sat and laid down it caused all types of sensations. Agent offered and sent email to the field per request of patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.